Manufacturer narrative:
The test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips were provided for investigation where they were tested using a reference meter with high-level control samples. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.0 inr, qc 3: 5.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs pro meter serial number (B)(4). The result from the meter was > 8.0 inr. The patient's finger had been cleaned with prevantics. Per policy, the patient was re-tested on the meter using a new finger that was cleaned with an alcohol swab and the result was 3.1 inr. The patient¿s therapeutic range is unknown.